Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the issue. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the device then passed all testing.

Event description:
It was reported that a ventilator screen was sometimes dark and would transmit an alarm. There was no report of patient involvement.